Manufacturer narrative:
Evaluation: results: inherent risk of procedure (mi and tvr). Evaluation: conclusion: no conclusion can be drawn. (B)(4).

Event description:
The clinical events committee adjudicated that stent thrombosis occurred on the same day as the mi.

Manufacturer narrative:
(B)(4): evaluation, results: inherent risk of procedure (stent thrombosis).

Event description:
The patient had 3 endeavor sprint rx drug eluting stents implanted in the proximal rca on the day of the index procedure with no complications reported. Approximately 10 months post index procedure, the patient presented with chest discomfort and changes compatible with an acute inferior mi. An acute stemi is reported to have occurred. It is reported that the target lesion was involved. Investigator assessed the event as a q-wave mi. The patient underwent revascularization of the proximal rca on the same day, due to instent restenosis. One other brand stent was implanted. It is reported that the patient tolerated the procedure well, without any complications. Investigator stated that these events were not related to the study stent. It is reported that the patient recovered with treatment. (Ref MFR # 9612164-2011-01404, 9612164-2011-01405 and 9612164-2011-01406).